Manufacturer narrative:
Internal report reference number: (B)(4) . Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Meter was returned. Reported defect not reproduced on returned meter. Most likely underlying root cause: mlc-003: inconsistent test method. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from results obtained of 107, 76, 92, 111 and 66 mg/dl. The customer was not concerned with the result of 66 mg/dl being low, customer was concerned with the variance between the results. The customer¿s expected am fasting blood glucose test result range is 90-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer am fasting and produced test results of 119 mg/dl and 97 mg/dl using true metrix air meter. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 08/31/2025 and open vial date is less than 2 weeks. The meter memory was reviewed for previous test result history (time not set): result 1: 107 mg/dl, date: on (B)(6) 2024 , time: 12:00pm , fasting am. Result 2: 76 mg/dl , date: on (B)(6) 2024 , time: 12:45pm , fasting am. Result 3: 92 mg/dl , date: on (B)(6) 2024 , time: 12:44pm , fasting am. Result 4:111 mg/dl , date: on (B)(6) 2024 , time: 12:43pm , fasting am . Result 5: 66 mg/dl , date: on (B)(6) 2024 , time: 12:42pm , fasting am.